Manufacturer narrative:
Return requested for ent tracker. No parts have been received by manufacturer for analysis. On 10/25/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. On no further issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged an inaccuracy occurred, 4 millimeters posterior. The straight suction was at the maxillary, when the navigation was showing orbit. The surgeon continued the surgery, and used tricut blade with no issue. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.